Manufacturer narrative:
D10 concomitant product: unk imprint ant, unknown imprint antenna (lot#unknown); unk imprint ant, unknown imprint antenna (lot#unknown); microwave ablation of 105 t1 renal tumors: technique efficacy with a mean follow-up of two years / vanessa acosta ruiz, par dahlman, einar brekkan, maria lonnemark and anders magnusson / original article acta radiologica 0(0) 1¿8 / accepted: 5 august 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the technical efficacy and patient outcomes of patients with renal tumors treated with percutaneous microwave ablation (mwa) between april 2014 and august 2017. It was noted that the tumor was ablated with the imprint ablation system using a single thermosphere technology antenna. There were 173 localized tumors treated in 156 patients. One patient had pneumothorax occurring after subcutaneous infiltration of local anesthesia before ablation of a tumor in the upper pole and was treated with chest drain. One patient had a post operative retroperitoneal hematoma requiring blood transfusion and vasopressor treatment.